Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent.

Event description:
Report received from the USA stating that there is "debris in the oil". The device was not being used during surgery and it was reported that no injury occurred. There was no additional information provided.